Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle case due to unknown product performance issue. The lead was used to attempt multiple times, and the helix extension or retraction became difficult and became warped. This lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle case due to unknown product performance issue. The lead was used to attempt multiple times, and the helix extension or retraction became difficult and became warped. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed helix difficulty and damaged/defective allegations based on a failing helix mechanism due to the helix being deformed (bent and stretched). It was concluded a known inherent risk due to helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.